Manufacturer narrative:
Date sent to FDA: 8/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/29/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for an adverse event which occurred on (B)(6) 2017. (B)(4) submitted for an adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent partial removal of mesh on (B)(6) 2017 during which the surgeon noted there was a lot of scar tissue and then tried to isolate the nerve and got macerated and went ahead and sacrificed the nerve because of having incorporated the scar. The mesh was then partially resected. This is part of the flat mesh that is wrapped around the cord. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted with blunt dissection, the inner circular mesh was then finally identified and again with blunt dissection using peanut, the surrounding tissue was then carefully dissected from the mesh and this was carried all the way down to the medial edge of the circular mesh and from this point, the undersurface of the mesh was then separated from the preperitoneal fat, again dissection was carried towards the mid point of the mesh, identified the vessels which were carefully isolated, doing the same thing with blunt dissection and after separating the mesh, the mesh was then removed. It was reported that the patient experienced an unknown adverse event. No additional information is provided.